Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was noted that the pump emitted a cs 054 alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed evidence of a cs 054 alarm. An ez-prime and 24 hours duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no damage to the transceiver flex or printed circuit board found. The complaint was confirmed in the pump history but it was not duplicated during testing. (B)(4).